Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock on with no reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding packaging issue. There have been no other similar events for the lot referenced.

Event description:
It was reported that, during a tha, when a nurse was opening a outer blister package, the tyvek sheet was delaminated.

Manufacturer narrative:
An event regarding alleged packaging issue involving a hip screw was reported. The event was not confirmed. Method & results: -device evaluation and results: the blister tray was returned with the opened lid stuck on the edge along with the packaging box and the implant stickers. The device was not returned as it was discarded by customer. -medical records received and evaluation: the event is not related to patient factors. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusion: the alleged event could not be confirmed nor the exact cause of the delaminated tyvek could not be determined. No issues with the packaging seal were observed as inspected by the packaging sme. The packaging sme stated "after reviewing both the pi and the blister itself, there is no obvious evidence that the blister package was improperly sealed. Specifically, no sign of over-sealing (translucent seals, warped flanges) were observed that may potentially lead to separation of the tyvek material from itself." If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a tha, when a nurse was opening a outer blister package, the tyvek sheet was delaminated.